Event description:
The customer reported that the images saved would save in another pt's file. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.